Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with sections e2 and e3 in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while using his olympus endoscope reprocessor, it was discovered that the yellow basin connectors were broken. This event had no patient involvement.

Manufacturer narrative:
Following the reported event, an olympus field service engineer (fse) was dispatched to the user¿s facility to examine the device. The fse replaced the yellow connector because the top part of the connector threads were stripped. After replacing the connectors, the fse test ran the unit through several cycles to confirm that there were no leaks within the unit. Those tests were completed without any issues. At this time, the unit is not scheduled for returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.